Event description:
On october 23, 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the initial escalation analysis, the sensor deviated from normal behavior and an RMA was issued for further investigation. The investigation analysis on the returned sensor 403589 was inconclusive due to a large amount of hydrogel missing over the optics of the sensor. Based on an associated pm1 case (B)(4), MFR report# 3009862700-2023-00314), the user reported swelling and bruising at the insertion site from (B)(6) 2023 through (B)(6) 2023, which can cause the sensor to take longer to stabilize after insertion, thus impacting the sensor's ability to accurately display glucose levels.